Manufacturer narrative:
The patient has a medical history of stroke. The index procedure was prompted by stable angina. During the index procedure, two resolute onyx stents were implanted into the rca. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted. It was reported that a dissection occurred in the rca on the same day. Sponsor assessed the event as possibly related to the device and not related to the antiplatelet medication.